Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a lot number was not provided and there was no record of sales history for this product for this customer. The probable cause of the sheath valve leak could not be determined based upon the information provided and without a sample.

Event description:
It was reported that while in the operating room (or) the thermodilution catheter was insertion through the sheath via the patient's jugular site. At this time there was "fluid" coming into the cath-gard of the percutaneous sheath introducer (psi). As a result the products were removed and a new thermodilution and psi were used successfully.

Manufacturer narrative:
Qn#(B)(4). Device is not being returned.

Event description:
It was reported that while in the operating room (or) the thermodilution catheter was insertion through the sheath via the patient's jugular site. At this time there was "fluid" coming into the cath-gard of the percutaneous sheath introducer (psi). As a result the products were removed and a new thermodilution and psi were used successfully.